Manufacturer narrative:
The customer's reported complaint of user advisory (ua) 07(discrepancy between load 1 and load 2 too large) was confirmed during functional test and archive review. The root cause of the failure was due to a defective load cell modules and once it was replaced, the ua07 message was able to be cleared. During functional testing the "ua07" (discrepancy between load 1 and load 2 too large) message appeared upon power up. The defective load cell modules were replaced to remedy the error message. The review of archive data showed multiple user advisory (ua) 07(discrepancy between load 1 and load 2 too large) error message on (B)(6) 2016. Visual inspection showed damage (cracked) from top, front and bottom covers of the platform with down revision power distribution board. The autopulse platform is a reusable device and was manufactured on 09/27/2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. An additional repair and update was completed (unrelated to the reported complaint) to prevent recurrence of the problem and ensure that the autopulse platform was functional without issue. The front and bottom enclosure of the platform was replaced and firmware was upgraded. After the repair, the autopulse final functional test was performed and did not duplicate any of the user advisory or fault . Autopulse passed the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, it was reported that the autopulse platform (sn:(B)(4)) displayed user advisory (ua) 07( discrepancy between load 1 and load 2 too large) error message .per the reporter, the platform never worked and displayed error message ua07 upon powering up. The ua07 error message was unable to be cleared and manual CPR was performed for an unknown length of time on a cardiac arrest patient. Rosc (return of spontaneous circulation) was never achieved and the patient was extricated to the ambulance on a backboard and was transported to the hospital. It was unknown if the patient survived. According to the reporter he did not believe that the patient was harmed by the unit. No additional information was provided. No patient consequences or harm was reported.